Event description:
Information was received from a patient representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient rep requested assistance with getting in contact with the manufacturer representative (rep) as the patient was in extreme pain with shooting pain going down their leg and at the ins site. The patient had an ins replacement today. The patient rep was instructed how to turn therapy down and off at this point to see if this resolved part of the patient's pain. The patient rep stated the patient was on prog 3 at 0.3ma. The patient rep bumped it down to 0.1ma for a few minutes and then turned it off. Nothing seemed to settle the patient down at that point. In the meantime, the nursing staff was in touch with the healthcare provider (hcp), who stated they wanted the stimulation left on and that they would write a rx for pain medication to send home with the patient. The patient rep got the name of the manufacturer rep. The manufacturer rep was contacted and information was provided to them. The manufacturer rep stated they were walking into a case but would reach out to the patient rep. Additional information was received on (B)(6) 2025. The patient rep called back and reported the patient was implanted with a stimulator device yesterday and was in absolute agony. The patient rep reported that the patient was in 10/10 shooting pain.. The patient rep stated that the ER ran a CT scan and it looked like the cords were tethered and not placed correctly. The patient rep reported they feared the device would have to be removed because it was not placed correctly. The patient rep read off CT scan report but it was beyond comprehension, and the patient was redirected to their hcp to further address the CT can results. The patient rep disconnected due to receiving a call from an mdt rep. The patient rep stated they would call back.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: unknown); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.